Manufacturer narrative:
The system logs were reviewed but provided no additional insight regarding the cause of the reported complaint.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the camera cart would intermittently lose connectivity with main cart. The blue power light was displaying on the camera cart and a network connection message was displayed on the screen. Hard rebooting the camera cart resolved the issue was the connectivity was restored. There was no patient present at the time of the issue.